Event description:
It was reported that during a sleeve gastrectomy procedure, during the second firing of ecr60t it was noted that only one row of staples formed on the patient side and three rows formed on the specimen side. The battery sounded like it was being challenged but the tissue did not appear to be overly thick. The physician stated that on the first firing with the ecr60t the battery also sounded like it was not working properly. A new gun was opened and an ecr60t was used on subsequent firings. There was no churning battery sound and all of the staple lines formed correctly. The last firing was with ecr60g. The physician also over sewed the staple line with vicryl suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) = drivers, cartridge, anvil, one piece sled. Additional information requested and received: when only one row of staples formed on the patient side, did the other two rows of staples deploy from the cartridge into the tissue? Not sure about the other 2 rows when the battery sounded like it was being challenged, was the firing speed slower than expected? Doctor did not pulse fire, the speed was noted to be slower than usual was buttressing material utilized? If so, which product? Gore seamguard buttressing used on all firings. Was a leak test performed and if so, what was the result? Leak test performed successfully. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence or change in postop care the analysis found that one plee60a device was returned with the anvil bent upwards and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).